Event description:
During the surgical procedure an endo gia articulating reload 45mm medium/thick reference #egia45amt, lot number n3d0429lx was loaded on an endo gia universal stapler lot number n3e0055ukx. The load did not fire. The endo gia universal stapler was replaced with the same load. The stapler made a loud cracking noise. A new load was opened and loaded on the first endo gia universal stapler and fired successfully. The unfired reload (lot number mentioned above) was saved as well as the stapler which had made a loud noise trying to be fired.